Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall.

Event description:
It was reported that the "patient underwent a total hip arthroplasty for osteoarthritic hip on (B)(6), 2012. Patient had a rejuvenate hip with adm cup. Hip was revised today for allege pain and effusion of the right hip. Hip was revised with restoration modular hip system."